Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a skin reaction characterized by scarring underneath the sensor pod and across the entire patch area. The onset of the reaction occurred on an unspecified day following sensor insertion. The patient reported an allergy to both the sensor pod and adhesive, with symptoms appearing after each sensor removal. A follow-up conducted on 06/02/2026, confirmed the reported issue. The patient stated that the concern began approximately two years ago. She described that a scar on her arm ¿comes and goes,¿ while a scar on her leg ¿never went away.¿ the patient was unable to provide additional details regarding the reported issue, and no further supporting information were available. There was no documentation of medical intervention. At the time of reporting, the patient¿s condition was unspecified. Although additional attempts were made to obtain clarification of event details, no reply has been received. The scarring was reported to persist for more than three months following the skin reaction. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.